Manufacturer narrative:
Device was initially received for the complaint that the downstream occlusion. The event occurred during self-testing. During investigation found the downstream occlusion (dso) sensor was defective. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was confirmed through history review and replaced dso sensor. The probable cause was the worn/defective dso sensor. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the downstream occlusion. The event occurred during self-testing. During investigation found the downstream occlusion (dso) sensor was defective. This malfunction makes the event reportable. There were no patient involvement and no patient harm.